Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of delta xtend reverse shoulder replacement. Pt had a fall and was experiencing instability and pain. X-ray showed displacement of stem. All implants removed from pt, no implants placed back in. If other, describe --> reverse shoulder replacement revision. Did the patient experience a post-op device malfunction? --> no. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes. Did the patient require revision surgery or hardware removal? --> yes. Facility name of original implant --> (B)(6) memorial hospital. Was device explanted? --> true. Hardware/explant removal due to: --> pt had a fall, displaced the stem, lead to instability and pain. Did patient require revision surgery? --> false. Patient status/ outcome / consequences --> yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> all implants have been removed from pt. No implants were put back in place - girdlestone. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown. Is the patient part of a clinical study --> no. (B)(6). Device property of -->none. Device in possession of -->none. (B)(6). Device property of -->none. Device in possession of -->none. (B)(6). Device property of -->none. Device in possession of -->none. (B)(6). Device property of -->none. Device in possession of -->none. (B)(6). Device property of -->none. Device in possession of -->none. (B)(6). Device property of -->none. Device in possession of -->none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.